Manufacturer narrative:
(B)(4). Date sent: 12/5/2025 d4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sigmoidectomy, an echelon circular powered stapler was used in the anastomosis stage. Upon completion of the device firing, the surgeon removed the device from the patient¿s body, inspected the integrity of the tissue donuts in the device, and found them to be complete. In a manual anastomosis check, the surgeon felt something sharp and prominent and then noticed that one of the staples apparently did not close completely on one side and protruded outside the wall of the intestine. The surgeon decided to cut off the protruding end of the staple with scissors and added a stitch in that area. Subsequently, a leak test was performed and it turned out intact. The surgery ended as planned. There was no harm to the patient.